Event description:
Defective powerboard. Device history record was reviewed, no event linked to the reported issue was observed. As the device could not be switched on, no log review could be performed. The device was received for investigation. No battery was found inside the device. Once the device plugged at mains, the reported error is reproduced. The device would not switch on and partner software connection being impossible, no datas could be retrieved. The power supply board and the display board of the reported device were mounted simultaneously on a test device and both were found functionnal. When a functionnal power supply board and display board from a different volumat pump were mounted on the reported device, the device was still in error. This indicated that the origin of the issue was the cpu board and not the power supply board. Therefore the device's cpu board was checked and a mark on one of the electronic component was noticed. This has been probably caused by an important shock on device which moved the motor against the cpu board. Therefore there was no issue with the power supply board but the event is most likely due to the damaged cpu board.

Event description:
Defective power board.